Manufacturer narrative:
Unit received with constant motor error alarms during rewind due to corroded motor home switch. Unable to perform the displacement test and confirm motor position encoder error alarms in alarm history due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer experienced a high blood glucose level of 421 mg/dl. The insulin pump also alarmed motor position encoder error alarm. The customer was able to rewind the insulin pump. The insulin pump alarmed motor error during the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.